Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon pump (iab) therapy, the console had gas loss alarm and catheter restriction alarm. Also, they were unable to locate the insertion site. Later when pump has been switched, the console experienced autofill failure alarm. However, no patient harm or injury reported.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. It was reported that during intra-aortic balloon pump (iab) therapy, the console had gas loss alarm and catheter restriction alarm. Also, they were unable to locate the insertion site. Later when pump has been switched, the console experienced autofill failure alarm. However, no patient harm or injury reported.

Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6 type of investigation findings investigation conclusions, h11. Corrected field b5, d4 serial number and lot number is empty since its unknown, g2, additional initial reporter is (B)(6) cardiology rn. (B)(6) cardiology rn contacted support regarding repeated gas loss and catheter restriction alarms on an iabp system for a patient with an axillaryinserted balloon catheter. Initial troubleshooting confirmed no visible blood or debris in the helium tubing and secure connections however the insertion site could not be visualized due to heavy dressing which only advanced practitioners were permitted to remove. Recommendations were provided including repositioning the patient assessing the insertion site for kinks replacing the dressing and obtaining a chest xray. Later (B)(6) a clinical educator reported additional gas gain gas loss and catheter restriction alarms. Pressing the iab fill key temporarily resolved the alarm. The team was still awaiting an advanced practitioner to evaluate the insertion site and replace the dressing. The pump was subsequently replaced however on the second pump an autofill failure alarm occurred resulting in another troubleshooting call. No blood was observed in the helium tubing but troubleshooting was limited by the axillary placement and facility policy restricting nurses from handling the dressing. The attending ultimately removed the catheter and therapy could not be restarted. Complaints were filed for the first pump the catheter and the second pump. No patient harm was reported. Based on the description the issues seems to occur from the repeated alarms was a catheterrelated issue such as kinking restriction or compromised positioning associated with the axillary insertion site. Visualization and assessment of the catheter were hindered by a large amount of dressing and facility policy prevented bedside nurses from adjusting or removing it delaying appropriate evaluation by authorized practitioners. This limitation combined with the patient's ambulation and the inherent challenges of axillary placement likely contributed to catheter restriction and improper balloon function. It is impossible to determine a root cause since the product was not returned for evaluation. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. Each iab manufactured is 100 inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow nonconforming device to be released. The trend review did not identify an adverse trend increase in number of complaints over past three 3 months. Based on the rational provided above no escalation to the CAPA process is required.